Event description:
Subgleal fluid collection right frontal. Subject presented to office with complaint of increased fatigue/sleepiness times 1 week, short term memory and mild gait disturbance. Head CT two days before showed increased fluid in resection cavity with shift right to left and right frontal edema-hydrocephalus. Scheduled hospitalization for placement of vp shunt. This ae is consistent with the known possible complications of brachytherapy and is an anticipated risk associated with the gliasite rts therapy as described in the protocol version 4/15/03, on page 14.